Event description:
The customer reported green/red fluid leaked within the instrument, under the manual probe, and r flags on several patient differential results involving the coulter lh 780 hematology analyzer. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No erroneous patient results were released out of the laboratory. There was no patient consequence associated with this event. The facility has an exposure control or risk management plan in place. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the probe wipe rinse cup was unscrewed from the air cylinder which caused the fluid leak. The fse reattached the probe wipe rinse cup and resolved the issue. The fse also observed the plug of the light scatter preamp mask was loose which caused the instrument to generate r flags for differential results. The fse reconnected the mask plug and resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation.